Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a pancreaticoduodenectomy procedure, the device would not open after firing. The device was removed by cutting around the jaws. There was no excessive bleeding due to the type of tissue being transected. Another device was not needed to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Joint cover. The analysis found that the sc60a device was received in good visual condition and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Event could not be confirmed as the device opened and closed without any difficulties noted. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Buckled knife. The analysis results found that one sc60a device was returned with the anvil closed, the firing mechanism jammed, and with a partially fired reload loaded on the device. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and it was noted that the knife had buckled and the one piece sled on the cartridge reload was broken. When the one piece sled breaks it locks the cartridge and the device does not fired. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. If enough force is applied to the firing trigger with a locked cartridge in the device it can result in the knife buckling. When the knife buckles the firing mechanism becomes jammed unable to return the knife completely and being able to open the device. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution. The batch record was reviewed and no anomalies were noted during the manufacturing process.